Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
The surgical tech reported to the circulating (B)(6) that a cable passer had broken into two pieces while an attending surgeon was using it to pass a cable around the patient's left femur. The cable passer was in two pieces and the surgical tech showed the circulating nurse that the two pieces fit exactly together, where it broke in the middle of the handle. The circulating nurse visualized this, cleaned the cable passer, sterilized it in the autoclave, bagged it, labeled it, and placed it in orthopedic assistant clinical manager's office. The attending surgeon was aware that this instrument broke into two pieces that fit together.

Manufacturer narrative:
An event regarding crack/fracture involving an dall miles other instrument was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The surgical tech reported to the circulating r. N. That a cable passer had broken into two pieces while an attending surgeon was using it to pass a cable around the patient's left femur. The cable passer was in two pieces and the surgical tech showed the circulating nurse that the two pieces fit exactly together, where it broke in the middle of the handle. The circulating nurse visualized this, cleaned the cable passer, sterilized it in the autoclave, bagged it, labeled it, and placed it in orthopedic assistant clinical manager's office. The attending surgeon was aware that this instrument broke into two pieces that fit together.